Event description:
It was reported that during a supplies change the user attempted to attach the infusion set connector to the cartridge outside of the ilet and had not performed the rewind, leading to difficulty inserting the cartridge and an ¿unable to proceed¿ error during tubing fill; after guided troubleshooting and education, the user completed the rewind and supplies change successfully with new supplies, and the device operated as expected. Symptoms included elevated glucose per cgm and patient report, for which the user administered insulin by injection. Outcomes included no reported ketones, no adverse effects, and no hospitalization, with a subsequent capillary blood glucose of 161 mg/dl. Investigation included remote visual verification via video, operational walkthrough of the rewind and fill steps, and user retraining on proper connection sequence. Investigation of this case revealed use error involving incorrect connector attachment outside the pump and failure to initiate the rewind prior to cartridge insertion, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and procedural noncompliance corrected through troubleshooting and education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.